Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 337 mg/dl while using the ilet, after a supply change and an inadvertent reported meal despite no meal being consumed; troubleshooting and education were completed, and additional insulin treatment was assigned with a planned follow-up to confirm glucose decline. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included the need for intervention to address high glucose. Investigation included user coaching on device use and data review to assess dosing inputs and recent supply change. Investigation of this case revealed that the event was consistent with hyperglycemia of unclear cause, with potential contribution from an incorrect meal entry and recent supply change; no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.